Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet and blood was observed. Conclusions: evaluation of the returned pump max revealed blood was present inside the vacuum assembly. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the vacuum assembly. Penumbra pumps are 100% functionally tested and visually inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). While preparing for the procedure, the technician accidentally connected the aspiration tubing (tubing) directly to the pump max, rather than to the pump max canister (canister). Another technician noticed and corrected the tubing connection, and the physician was able to complete the procedure using the pump max. There was no report of an adverse effect to the patient.